Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a progav 2.0 valve (product # fx410t) was implanted during a procedure on an unspecified date. According to the complainant the device was explanted on (B)(6) 2023 from the patient as the doctor suspected it had become occluded. The adverse event/malfunction is filed under aic reference (B)(4). Associated medwatch reports: 400585899_ 2916714-2023-00025_MDR, 400585900_ 2916714-2023-00026_MDR.

Event description:
Investigation complete.

Manufacturer narrative:
Investigation results: visual inspection: the following observations were made during the visual inspection: no abnormalities. Permeability test: the test showed that the complete connected shunt system is permeable. During the test, bloody fluid was flushed out. Computer control test: the computer control test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 17.41 cmh2o. This is within the specified tolerance of 18 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in progav2.0. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.